Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, the stain in lg-lens and gap at glue between distal end and z-block, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. We could not identify foreign material. We could not specify the root cause that the material adhered to inner lg-lens. Although manufacture business center confirmed that inner lg-lens was discolored and the material seemed to adhere to lg-lens, could not identify what the material was. Presumably, since the material adhered to the point other than outer surface of the device, the material could not be eliminated by reprocessing. Manufacture business center considered that the suggested event possibly occurred when physical stress by hitting/dropping distal end was applied to the device. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the light guide rod lens and peeling of adhesive on the server plug-in. There were no reports of patient involvement.